Event description:
A pt underwent a cranial procedure in which a revision surgery was necessary due to the tissue having worn through (tissue thinning) around the site and the implanted material subsequently became exposed. The implanted material was described as being soft and the surgeon noted the presence of an infection.

Manufacturer narrative:
The tested kryptonite material performance was consistent with expectation and does not suggest a non-conformance. No noticeable differences (i.e., viscosity, mixing, etc.) Were observed with the suspect kits. The speed of a chemical reaction is related to temperature and the autocatalytic affect of an exothermic reaction. Similar to temperature influences; material volumes and the shape of the material while curing ((B)(4)) also contribute to the increase of an exothermic reaction. Further to these autocatalytic and volumetric affects, the surgical site (i.e., a wet environment, etc.) Can also influence the reaction rate. The product labeling clearly identified tissue thinning over the implant site as known and possible complication. This is an observed complication with smooth implants. Additionally, kryptonite is contraindicated for "use in a currently infected field or surgical site located near an infection: and "use in pts with the following c) a recent untreated infection". It is not clear what may have contributed to the noted infection. There are several factors which may have played a role in creating an infection, including but not limited to; surgical procedure, improperly sterilized surgical instruments, personnel or device. The infection may also be a result of the open surgical site resulting from the prolonged tissue thinning.